Manufacturer narrative:
The event occurred in (B)(6). No product available to be returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 199 mg/dl and 479 mg/dl. No adverse event reported. The test strips were discarded; therefore, no product could be requested to be returned for product evaluation.